Event description:
Procedure: cholecystectomy. Reportedly, after 4 days following the initial procedure, the pt was suffering from a biliary peritonitis. The clip which was applied to the cystic canal had come loose. Another instrument was used at this time with no further complications.